Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("got my period at only 25 days since my last "), feeling abnormal ("I feel like my inside are going to fall out"), abdominal distension ("just a huge painful tummy"), scar ("scar tissue") and adhesion ("adhesions") and was found to have weight increased ("weight back"). The patient was treated with surgery (removal of coils and tubes). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, feeling abnormal, abdominal distension, weight increased, scar and adhesion outcome was unknown. The reporter considered abdominal distension, adhesion, feeling abnormal, menstrual disorder, pelvic pain, scar and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain. The following information was received from social media scar tissue, adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- scar tissue, adhesions. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("got my period at only 25 days since my last "), feeling abnormal ("I feel like my inside are going to fall out") and abdominal distension ("just a huge painful tummy"). The patient was treated with surgery (removal of coils and tubes). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, feeling abnormal and abdominal distension outcome was unknown. The reporter considered abdominal distension, feeling abnormal, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media documents revived, new reporter and event got my period at only 25 days since my last , I feel like my inside are going to fall out , just a huge painful tummy added. Follow-up first and second processed together on 3-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pid pelvic inflammatory disease. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("got my period at only 25 days since my last "), feeling abnormal ("I feel like my inside are going to fall out") and abdominal distension ("just a huge painful tummy") and was found to have weight increased ("weight back"). The patient was treated with surgery (removal of coils and tubes). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, feeling abnormal, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, feeling abnormal, menstrual disorder, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event weight gain added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of coils and tubes). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.